Event description:
It was reported by a customer in (B)(6) that, during pt use, the 840 ventilator graphic user interface (gui) generated a key stuck error code. The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).